Manufacturer narrative:
No conclusion can be made at this time. Issue appears to be due to overloading of the hardware. No anomalies were found. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
Contact stated that the surgeon first used lateral connectors to attach xpdm to a preexisting synthese construct. These connectors pulled free from the rod and the patient was revised. This construct later loosened as well. Please refer to 1526439-2011-00057.